Event description:
The coulter lh500 instrument generated erroneously low hemoglobin (hgb) and erroneously high platelet (plt) results upon re-run in manual mode for three patient samples as compared to the initial results ran in automatic mode. The erroneous results were reported out of the lab; however, later corrected reports were sent out. No death or serious injury, no change to patient treatment is associated with this event.

Manufacturer narrative:
The specimens were fresh, collected via venipuncture into medium size edta tubes. Qc is run every 24 hours and was run before the event and recovered within assay limits. A field service engineer (fse) was dispatched: the fse replaced the blood sampling valve (bsv) actuator assembly. The fse flushed the vacuum system and performed mode to mode calibration. The fse verified instrument operation in both modes using patients and qc samples. Hardware issue may have contributed to this event. A malfunction will be assumed for the purpose of this report.